Event description:
The issue was reported to philips that during the test there was a system error. There was no specific reported malfunction for the device or the battery. There was no report of patient involvement.